Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
(B)(4). The report of a fluid leak was confirmed, though it did not prove to be coming from a vent. Visual inspection of the set noted no damage or anomalies. Testing identified the attachment of the set to the entrance port of the IV bag did not feel properly secured/sealed. A small leak appeared to be coming from this area, between the spike and the IV bag. The suspect IV bag was re-filled with dyed blue water and the set re-spiked to the bag to perform gravity infusion. No leaking was observed to occur, and the connection between spike and bag entrance felt properly sealed and more secure. Functional and pressure testing was performed and there was no leaking. The cause of the leak was determined to be an insufficient/insecure seal between spike and IV bag (as it was received). The root cause of the insufficient seal could not be determined definitively, as it may have been attributed to user technique, movement during shipping, or other factors.

Event description:
The customer reported that the IV set began leaking 5% sodium chloride, from vent, 3 hours into its infusion.